Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was determined to be unresponsive and replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.